Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer was assisted with troubleshooting the device, but the issue was not resolved. The customer will send their reservoir back for analysis.

Manufacturer narrative:
Evaluated one sealed reservoir; inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test; reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump; performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.